Manufacturer narrative:
Checking the manufacturing charts of the smr retentive liner +6mm involved in the complaint, no pre-existing anomaly was found out on the (B)(4) items manufactured with the lot number 20at18u and sterilization 2000267. We will submit a follow up report when investigation is completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2024. During the primary surgery performed on (B)(6) 2024, the surgeon was able to get the placement that he desired and with the retentive liner he had selected. The surgery was a success, and the following components were implanted: - smr retentive liner +6mm (part code 1361.50.820, lot 20at18u, sterilization 2000267) - smr extension for humeral reverse body (part code 1352.15.001, lot 2321096, sterilization 2300240) - smr finned stem (part code 1304.15.170, lot 2311612, sterilization 2300260) - smr humeral body (part code 1352.15.050, lot 2311315, sterilization 2300138) upon follow up the surgeon decided that a change to clock the implant so that it matches the anatomy and reducing the offset of the implant was a better option for the patient. Therefore, the shoulder revision surgery took place on (B)(6) 2024, and the retentive liner previously implanted was replaced by the following component: - smr retentive liner +3mm (part code 1361.50.815, lot 21at2bb, sterilization 2200132) during the revision surgery, a bone screw (part code 8420.15.030, lot 2328028, sterilization 2300267) was implanted as well. The patient is a male, date of birth (B)(6) 1970. The event happened in the united states.

Event description:
Shoulder revision surgery performed on (B)(6) 2024. During the primary surgery performed on (B)(6) 2024, the surgeon was able to get the placement that he desired and with the retentive liner he had selected. The surgery was a success, and the following components were implanted: - smr retentive liner +6mm (part code 1361.50.820, lot 20at18u, sterilization 2000267). - smr extension for humeral reverse body (part code 1352.15.001, lot 2321096, sterilization 2300240). - smr finned stem (part code 1304.15.170, lot 2311612, sterilization 2300260). - smr humeral body (part code 1352.15.050, lot 2311315, sterilization 2300138). Upon follow up the surgeon decided that a change of the implant so that it matches the anatomy and reducing the offset of the implant was a better option for the patient. Therefore, the shoulder revision surgery took place on (B)(6) 2024, and the retentive liner previously implanted was replaced by the following component: - smr retentive liner +3mm (part code 1361.50.815, lot 21at2bb, sterilization 2200132) during the revision surgery, a bone screw (part code 8420.15.030, lot 2328028, sterilization 2300267) was implanted as well. The patient is a male, date of birth (B)(6) 1970. The event happened in the united states.

Manufacturer narrative:
Investigation: checking the manufacturing charts of the smr retentive liner +6mm involved in the complaint, no pre-existing anomaly was found out on the 57 items manufactured with the lot number 20at18u and sterilization 2000267. According to our data, at least 37 out of 57 items belonging to the lot number 20at18u and sterilization number 2000267 have been implanted, and this is the first and only complaint received about this lot number. Based on the information received by the complaint source, neither x-rays nor explanted component are available for further analysis. However, considering its design features, the retentive liner allows the glenosphere to keep its original position, thanks to the higher edges. Therefore, this kind of liner could reduce the probability of dislocation of the glenosphere. As we have received very little information about the incident, we are not able to investigate the event further. Therefore, considering that: - no pre-existing anomaly was discovered by checking the manufacturing charts of the lot number and sterilization number involved. - according to the information received by the complaint source, surgeon did not like the original placement and the tightness of the join after surgery, thus the planed original placement was not optimal. We can conclude that the revision was due to a sub-optimal choice of the implant, made by the surgeon during the previous surgery performed. Pms data: according to the pms records, revision rate of smr reverse liner belonging to the codes 1360.50.xxx, 1361.50.xxx, 1365.50.xxx for instability is around 0.016%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR.